Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available." To h11.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient showing in wrong location. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patient showing in wrong location. A technical support specialist (tss) ran a patient query and confirmed that pyxis received an 'admit' message for the patient at unit 3north. Although 3north has 3n gs-kc assigned, it is not listed under unit kc-anesthesia surg-preop md, which explains why the patient did not appear under 3n gs-kc. Fse contacted the customer for clarification. The patient had already been discharged, and the customer did not have sufficient information regarding the incident during the relevant timeframe. Customer granted permission to close the case. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient showing in wrong location. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.